Manufacturer narrative:
On 11/4/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample it appeared intact. No anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. There is no complaint information attached so is not possible to confirm any failure on the device returned. There is not a root cause to determine at the moment. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown. Manufacturer's reference number: (B)(4).

Event description:
Two saline 425cc mentor smooth round moderate profile breast implants were received by the mentor failure analysis lab on 9/26/2019. It cannot be determined why the devices were returned to mentor, nor could the devices be associated with an existing complaint. The return of the prostheses is characteristic of removal and replacement surgery. As a result, this event will be conservatively reported to the FDA. This report is for the patient's left-sided device.